Event description:
It was reported that, "was checking in the aria set an noticed the inner portion of the t handle was broken. "

Event description:
It was reported that, "was checking in the aria set an noticed the inner portion of the t handle was broken. "

Manufacturer narrative:
The instrument was returned, confirmed broken and inspected. The aspect of the breakage seems to be the result of excessive torque loads on the wings at the tip of the t-handle as previously observed during past investigations. Such breakage is likely the result of excessive torque loads that may have been necessary to scrape the disc from the endplates of two vertebrae. However, for this device there is no report that this breakage occurred during surgery and no delay or adverse consequence were reported due to this event. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion: the complaint is considered indeterminate from a manufacturing perspective and no product fault could be detected. While it is proposed that the device failure may be the result of previous conditions of use that may have weakened the device wings, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.